Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations could not replicate the customer-reported complaint. The returned product did not exhibit the event described in the complaint. The instrument was inspected and no damaged or broken conductor wires found. The instrument passed the electrical continuity test. Additionally, the instrument was found to have frayed grip cables at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found a mechanical indentation to the distal pulley that potentially contributed to the frayed grip cable. The indentation was found on the edge and outer face of the distal idler pulleys. There were no pieces missing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken energy cable. The procedure was completed with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. No arcing was observed. The instrument tips did not collide with any other instrument or tool during procedure. The instrument tip(s) did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. In addition, no photographic images of the device(s) or a video recording of the procedure were available for review. The black insulation was damaged.